Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that per site, year 1 follow-up dsa imaging on (B)(6)2024, site reports 'complete neck coverage achieved?' - no, with detail "fish-mouth" and raymond & roy occlusion class 2. Vessel where device deficiency occurred was the internal carotid artery (ica). This was a change in neck coverage since the additional follow-up CT/cta on (B)(6)2023, which previously reported 'complete neck coverage achieved?' - yes. There were no reported actions or symptoms. The patient was underwent surgery for treatment of a saccular, unruptured, sidewall aneurysm of the left ica (c6) with a max diameter of 7.9mm and a 4.3mm neck diameter. Dome height was 5.7 mm and width was 7.9 mm. The pipeline vantage was successfully implanted during the index procedure on (B)(6)2022, and the subject was discharged on (B)(6)2022. No patient symptoms were reported. No actions were taken to resolve the fishmouthing at the distal end of the device narrowing of the stent. The para-ophthalmic aneurysm is filling with a long delay.